Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. The investigation was confirmed for the reported retrieval difficulties. Based upon the available information, the definitive root cause for this malfunction was unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly unable to retrieve. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old patient's sex and weight were not provided.